Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were meeting with the consumer soon to determine if the device was overdischarged. It was reviewed with the rep. To rule out antenna damage with the antenna locate mode in addition to how to pull the device out of overdischarge if it was confirmed and to then charge the device to 25%. The rep. Called back later that day and stated they were able to jump start the device and the consumer was currently charging. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they did not charge as regularly as they should have. They stated they had to reactivate the dbs and now the issue has resolved as the patient charges on a regular basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient typically recharged every 3 days and they noticed that about 3 minutes into a recharging session the implantable neurostimulator recharger (insr) stopped charging and showed the ins was full and this happened a couple of times. The caller attempted to walk the patient through interrogating the ins with the patient programmer (pp) over the phone to ensure the ins was actually on but they were never able to get to the home therapy screen. It appeared the patient kept seeing the warning screen to charge the ins so they were never able to confirm if the ins was on or off. Troubleshooting during the call could not be done due to lack of access to the product. It was noted the patient may just need further education since they only received the rechargeable device a month prior. Additional information was received: it was reported the patient reiterated that their ins was indicating that the battery was full after only charging for about 3 minutes every few days. The patient stated the first week they had the ins they would charge the ins for ¿most of the night¿ before it showed the ins was fully charged. The patient mentioned doing troubleshooting with the rep a few weeks ago. Troubleshooting was done over the phone and the patient tried to communicate with both their programmer and recharger. Neither were able to communicate. The patient stated their last charging session was four days ago, and there were no falls/trauma. The patient confirmed that the ins appeared to feel flat against their chest. The patient encountered the charging issue about a week after the implant, but this was the first day they were aware of their external equipment not connecting. There were no further complications reported.